Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer stopped working in the hardware test application, even after the controller was replaced. A field service engineer installed a new drawer and configured it in the station application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer.the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication.there were no adverse events or injuries reported based on this event.